Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Two devices were received for evaluation. One event was confirmed during testing and found to have high amps. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the devices overheated. One reported event had no patient involvement; no patient impact. One reported event had patient involvement; no patient impact.